Event description:
It was reported that during injection bd pen needle¿ 32gx4mm 14 pack felt like insulin was being injected, when needle was removed it was discovered the needle appeared to be solid.

Manufacturer narrative:
Investigation summary: as per manufacturing, "DHR of lot 8064019 was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will rejected by flowguru station automatically. Clog test was conducted on 14pcs retention samples and all no needle clog found. Base on investigation above, the complaint is not manufacture issue."

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection bd pen needle¿ 32gx4mm 14 pack felt like insulin was being injected, when needle was removed it was discovered the needle appeared to be solid.